Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards received information the patient underwent valve-in-valve procedure due to critical aortic stenosis. Patient presented with shortness of breath and worsening with exertion and congestive heart failure. Patient was discharged on post-operative day seven.

Manufacturer narrative:
The clinical observation was confirmed through receipt of medical records. The cause cannot conclusively be determined; however, patient factors and progression of underlying valvular disease pathology likely impacted the event.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the stenosis cannot be determined; however, may have been impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 19mm aortic valve implanted for six years, five months, underwent valve-in-valve procedure due to stenosis. A 20mm transcatheter valve was implanted inside the 19mm valve. No additional information was provided.